Event description:
Related manufacturer reference number 1627487-2023-02910. It was reported that patient experienced ineffective therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.